Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On behalf of a customer, a caregiver reported unspecified sensor scan results in comparison to unspecified readings on a healthcare professional (hcp) meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer's glucose level on the sensor was "250 range", then down to the "70 range" and would not rise above 120 mg/dl before the customer went to the emergency room. The customer received unspecified treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event. Reportedly, sensor scan result of 112 mg/dl was compared to a glucose reading of 400 mg/dl from an hcp meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On behalf of a customer, a caregiver reported unspecified sensor scan results in comparison to unspecified readings on a healthcare professional (hcp) meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer's glucose level on the sensor was "250 range", then down to the "70 range" and would not rise above 120 mg/dl before the customer went to the emergency room. The customer received unspecified treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event. Reportedly, sensor scan result of 112 mg/dl was compared to a glucose reading of 400 mg/dl from an hcp meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.